Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected lower range. Analysis of the device memory indicated a lead warning alert. Analysis of the device memory indicated atrial oversensing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead triggered a warning due to low impedance. There were also high and unstable thresholds with intermittent capture and pacing failure. Suspected noise, oversensing, and undersensing were observed. Noise could not be replicated by pocket manipulation or raising the patient¿s arm. A fracture was suspected. The patient experienced stimulation/ twitching when they reprogrammed the lead to unipolar. The lead was subsequently programmed off and it remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.